Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There were shocks due to oversensing of noise as well. The shocks occurred while the device sensing vector was programmed to the primary sensing vector. Technical services advised some programming options. Programming the sensing vector to the alternate sensing vector may be tried. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There were shocks due to oversensing of noise as well. The shocks occurred while the device sensing vector was programmed to the primary sensing vector. Technical services advised some programming options. Programming the sensing vector to the alternate sensing vector may be tried. There were no additional adverse patient effects. The system remains implanted.